Manufacturer narrative:
Product analysis identified no anomalies on the returned portion of the lead. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.

Event description:
Reporter indicated patient underwent revision surgery where the generator was being replaced. During the surgery, it was discovered that a system diagnostic test yielded high lead impedance. The vns therapy generator and lead were replaced. The high lead impedance resolved with the replacement of the vns therapy system. Further information was obtained indicating that high lead impedance was noted prior to the revision surgery. It was also reported that the patient was experiencing an increase in seizures. It is unknown if seizures are above pre-vns seizure level. The explanted lead and generator were returned to manufacturer for evaluation. Product analysis was completed on the lead portion returned. No anomalies were noted on the analyzed lead portion. The electrode array was not returned for analysis. Product analysis on the generator revealed no anomalies.